Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms, no ramping numbers, or scroll bar moving on its own noted. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she attempted to enter the grams the numbers on the insulin pump' screen started to scroll. She took the battery out and received a button error alarm. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 102 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.